Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a gynecological procedure on an unk date, the lights dimmed on the from of the motor drive unit and the hand placeblade stopped spinning. No adverse patient consequence occurred.